Manufacturer narrative:
Product eval: the product was returned for analysis; the reported complaint could not be verified. The product was returned and damaged was observed. Blood and solution was dried on the lens. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, (B)(4) 2011, (B)(4) 2011, (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. The surgeon also feels the iol may be off axis. In a follow up phone call with the surgeon, it was reported the iol was exchanged for a different model lens. Add'l info has been requested.